Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had pulled the reservoir out and there was an air bubble in it. Customer stated that there were no air bubbles in the reservoir the day before yesterday. Customer also has issues with no delivery alarms. Customer changed the infusion set on (B)(6) evening. Customer stated that the air bubbles were a little bit larger than the tip of a dull pencil. Customer stated that the pump was not rewound with a reservoir in place. Troubleshooting was performed. Customer stated that the insulin was stored at room temperature. Customer's blood glucose level was 300 mg/dl. Customer was advised to change the entire infusion set and return the set for analysis. No further assistance needed.